Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment (specific date not reported) which caused pain. Subsequently, the patient was treated with oral antibiotics and oral steroids on (B)(6) 2021 (duration not reported). However, the issue could not be resolved. The patient was again treated with oral antibiotics and oral steroids on (B)(6) 2021 (duration not reported) without any improvement. The patient was then, placed under general anesthesia on (B)(6) 2022, in order to remove overgrown tissue and change the abutment. The implanted device remains.